Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded electronic and motor assembly.

Event description:
The customer reported that she fell in the pool with the insulin pump on and water under the screen was observed. The customer stated that her glucose dropped the night before. The blood glucose reading at time of the call was 9.5mg/dl. A follow up to customer blood glucose was done and the customer stated that she did not seek any medical attention because she was able to treat her blood glucose. No further info.